Manufacturer narrative:
H10 h3, h6: one 72202901 footprint ultra pk suture anchor 4.5 device used in treatment, has been returned for evaluation. The information provided states: ¿during an unspecified surgery, when the device anchor was inserted in the intertubercular sulcus, the anchor fractured¿. Visual assessment confirmed the reported complaint. The device shows human matter, the sutures have been cut and a broken screw. An exact root cause cannot be determined with confidence; however factors that could have contributed to the reported event include: excessive force and improper use of the device. Per instructions for use: ¿breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that, during an unspecified surgery, when the device anchor was inserted in the intertubercular sulcus, the anchor fractured. All fragments were retrieved from the patient, but it is unknown how. The surgery was successfully finished, without any significant delay, but it is unknown how. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.